Event description:
Customer reported, after doctor inserted the feeding tube, the stylet could not be removed. The pt had to be reintubated. No injury is reported.

Manufacturer narrative:
Two samples were returned and evaluated. One tube was intact while the second tube contained a distorted stylet. According to the plant, the damage was most probably due to damage to the shipping container. A search of co records finds no other complaints against this lot. The customer reported, they felt the tubes did not function properly due to user technique (customer did not flush the tubes prior to insertion, per package instructions). Except for the distorted stylet, this appears to be a case of failure to follow package instructions. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this product does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.